Event description:
The pt has experienced lower than normal blood pressure. The pt reportedly has hypotension. Recently the pt was seen in the hospital and blood pressure was reported to be below average (reading obtained in hospital 74/50). The pt reportedly experiences burning in their throat and the constant need to swallow. The pt reported that they have not seen any improvement in seizure control with vns therapy and that they are considering temporal lobe removal surgery.